Event description:
It was reported that there was color distortion.

Manufacturer narrative:
Please note we are discontinuing the current practice of filing malfunction medical device reports (mdrs) for reported complaints related to image color distortion on stryker endoscopy's endoscopic camera systems and devices. The camera systems are an endoscopic camera system that is used to produce live video in the surgical field during endoscopic surgical procedures. The system is sensitive in the visible and infrared spectrum. The optical image is transferred from the surgical site to the camera head by a variety of rigid and flexible scopes, which are attached to the camera head. The system consists of a camera console and a camera head with an integral cable that connects to the console. A coupler is also available for attaching a scope to the camera head. This malfunction has not caused or contributed to any deaths or serious injuries in the last two years. Based on the information provided, it has been determined that this malfunction is unlikely to cause or contribute to death or serious injury should the malfunction recur. Therefore, we intend to discontinue filing mdrs for image color distortion on stryker endoscopy's endoscopic camera systems and devices.

Event description:
It was reported that there was color distortion.

Manufacturer narrative:
Updating reportability awareness date based on FDA acknowledgement of stryker endoscopy's decision to cease reporting for image color distortion on endoscopic camera systems and devices.

Manufacturer narrative:
Alleged failure: image quality issue. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of the issue reported is cracked traces on the transition board. This issue has been addressed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was color distortion.

Manufacturer narrative:
Alleged failure: image quality issue. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of the issue reported is cracked traces on the transition board. This issue has been addressed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was color distortion.